Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the surgery the surgeon was attaching the driving cap to further mallet and advance the nail in the patient femur. During the advancement, the driving cap fell on the floor. It was then noticed that the insertion handle was broken into two pieces and the threaded part was still attached to the aiming jig. There were no fragments generated. There was no surgical delay. The procedure was completed successfully. There was no patient consequence. This report involves one (1) driving cap f/insertion handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: visual inspection: the driving cap f/insertion handle (p/n: 03.010.523, lot number: 143p005 ) was received at juarez pal. Visual examination of the returned device found the distal tip has broken off. No other product defects identified. Functional test: a functional test was not conducted as the evidence found after visual examination is conclusive. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - product code: 03.010.523 lot number: 143p005 manufacturing site: (B)(4) release to warehouse date: 28 september 2021 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.